Manufacturer narrative:
Concomitant products: product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37752, serial # (B)(4), product type recharger; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3550-29, lot # n170538, implanted: (B)(6) 2009, product type accessory; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that there was a problem. It had been a while since the patient recharged due to a death in the family followed by the patient having to address medical issues, which were kidney stones. The patient was seen by the healthcare provider (hcp) office approximately 3-4 weeks prior. They attempted to recharge the implantable neurostimulator (ins) but were unsuccessful. It felt like the ins had shifted in the pocket. The patient indicated that since implant, they had experienced difficulty recharging. They were having issues recharging their spinal cord stimulator (scs) and the device seemed to have shifted. The patient was instructed to start the countdowns or they were going to have to sit in the waiting room and charge for multiple hours. The patient had been discharged for at least 4 months or longer. The manufacturer representative (rep) made three appointments with the patient in the month prior but the patient cancelled. The battery was overdischarged. The patient did not like recharging and noted it was inconvenient. The patient had scheduled times to get it checked out but due to a variety or reasons had been missing their appointments. The patient would schedule an appointment in the office in the next few weeks following the report. It was reported a few years later that the patient was having an MRI, for the brain, not related to the device therapy. It was noted that the ins was not working.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported by the consumer indicated they had not charged their stimulator or felt stimulation since 2011. They additionally noted the device was not working and was dead. It had not worked for over a year; the patient attempted to interrogate about a year ago with no success. The patient had an MRI a while ago and was told their stimulator was depleted. The consumer believed this was in 2012 but they noted they had memory and cognition issues. The patient had had trouble getting relief pretty much since the year it was implanted. They also indicated recharging had been a problem. They would have to lay a certain way on it and it would take 8 or 16 hours to get it charged. The physician suggested replacing the device due to end of life. No interventions or outcome was noted.